Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl 22x3/4 rb experienced breakage during use. The following information was provided by the customer: verbatim: ¿she also reported a second lot # 8329966 where the needles are breaking off of the hub during their use. She did not know how many exactly (¿a few¿), said that they been ¿happening on different days¿ but did not know the dates. She did say that she will add 3 samples from this lot into the shipment for pr 801931.¿ see pr for additional details. Complaint summary detail: this is MDR reportable. The incident could have potential to cause harm/serious injury. The incident could have potential to impact medication delivery. Event type: breaks during use / malfunction.

Manufacturer narrative:
The following field was updated due to corrected information describe event or problem: it was reported that the syringe 3ml ll w/ndl 22x3/4 rb experienced breakage during use. The following information was provided by the customer: verbatim: ¿she also reported a second lot # 8329966 where the needles are breaking off of the hub during their use. She did not know how many exactly (¿a few¿), said that they been ¿happening on different days¿ but did not know the dates. She did say that she will add 3 samples from this lot into the shipment for (B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 3ml ll w/ndl 22x3/4 rb experienced breakage during use. The following information was provided by the customer: verbatim: ¿she also reported a second lot # 8329966 where the needles are breaking off of the hub during their use. She did not know how many exactly (¿a few¿), said that they been ¿happening on different days¿ but did not know the dates. She did say that she will add 3 samples from this lot into the shipment for (B)(4).